Manufacturer narrative:
This report is submitted on april 13, 2017.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Troubleshooting of the external components did not resolve the issue. Subsequently, the device was explanted on (B)(6) 2017 and the patient was reimplanted with another device.

Manufacturer narrative:
This report is filed on june 06, 2017.